Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced pain in the lower back despite the implant working and felt stimulation in the leg instead of the back. The patient indicated a need for reprogramming of the device, as a previous program from over a week ago was not effective. The patient was advised to consult with their healthcare provider to address the issue. Additional information was received from the patient (pt). Pt reports the bad thing about the spinal stimulator is that it is not working for their spine at all since implant. Pt is getting stim to their legs which they do not need. Patient verified they are not getting any stimulation to the spinal area or the back area. Agent suggested that patient have a manufacturer representative (rep) come in for programming to try to adjust the stimulation but patient stated that they have tried reprogramming 3 times and it is still not working. The patient was redirected to their healthcare provider to further address the issue. Pt stated they are not working with a health care provider ( hcp) for the spinal cord stimulation device.

Event description:
Pt called back for help with MRI mode again. Patient repeated they haven't been using the stimulator because stim kept stimulating their legs and not their spine. Agent walked patient through accessing MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-15 additional information was received in response to a request for additional information. It was reported that the pt had an appointment scheduled with their doctor for (B)(6) 2025 to address the ins not working / stim in legs. The cause was requested and they responded that attempts were made to get it to work in their back, but it still didn't work. It was noted that the device had not been turned on in months and the pt was ready to have it removed. They noted they have pain when they sit, so they were working on getting an MRI. No further information was provided.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in they are planning on having the implant removed. They said it is not working for them and they would like to return the external equipment. Agent reviewed information and recommended to hold off on returning the equipment until after removal. A replacement communicator was sent out.